Event description:
It was reported that during an unknown procedure, the device fired the clip but did not crimp. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.